Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced no stimulation sensation for about 3-4 weeks. There was no related accident or incident. Impedance readings were >4000 ohms on some of the bipolar pairs. Troubleshooting was performed and all impedances readings were again normal, but fairly high, except for 0,3. Reprogramming was attempted, but the stimulation sensation could be obtained only for the "belly" region. Additional info has been requested, a f/u report will be sent if additional info becomes available.